Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation. However, photo(s) were provided for review. Review of the provided photo(s) shows that some external part is left inside the device. So, it can be assumed, that the device is jammed/seized. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible, because the investigation was not able to retrieve the required lot code.

Event description:
Device report from depuy synthes colombia reports an event as follows: the hexagon of the screwdriver is irregular which causes damage to the recess of the screw. The bits broke in the part which is anchored to the flexible handle. The flex handle doesn't work because a piece of the bit became lodged and was unable to be removed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, h4 corrected: d4 primary UDI number if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the hexagon of the screwdriver is irregular which causes damage to the recess of the screw. The bits during use broke in the part that is anchored in the flexible handle. The flex handle doesn't work because a piece of the bit was left in it and I couldn't get it out. This caused discomfort for the specialist since he had to force the screw through. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the quickset flex dr sft qck cple had a fragment of its mating device inside the coupler. The observed condition of the device was consistent with exposure to unintended forces, such as extreme eccentric loading, which could result in premature breaking of the drill bit. A functional test was performed, and it was observed that the fragment within the coupler was jammed. It is suspected that the breakage of the mating device is preventing the mechanism from releasing it as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset flex dr sft qck cple would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned to depuy synthes for evaluation; however, photo(s) were provided for review. Review of the provided photo(s) shows that some external part is left inside the device so it can be assumed that the device is jammed/seized. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. According to the information received, "the hexagon of the screwdriver is irregular which causes damage to the recess of the screw. The bits during use broke in the part that is anchored in the flexible handle. The flex handle doesn't work because a piece of the bit was left in it and I couldn't get it out. This caused discomfort for the specialist since he had to force the screw through.". The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that quickset flex dr sft qck cple had some external part is left in it so it can be assumed that device is jammed/seized. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the quickset flex dr sft qck cple would contribute to the complained device issue. Based on the investigation findings, potential cause cannot be determined and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.